Event description:
The reporter stated that the surgeon inserted an aq2010v silicone three-piece lens and the back haptic tore. The lens was cut into pieces to remove and there was no patient injury, no incision enlargement or sutures.